Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during a high blood glucose (bg) alert. Customer's bg levels were elevated (389 mg/dl). Customer treated elevated bgs by administering a manual injection. During troubleshooting with tandem technical support, customer was advised to reset the pump. Customer stated that pump would be reset when customer had cable available.